Manufacturer narrative:
The authorized service personnel (asp) replaced the front bezel to address the reported issue. Part was received, and it was identified that previous investigations have shown liquid ingress is due to the variability of the assembly process causing the reported navigation ring failure.

Manufacturer narrative:
Report ate: 13jul2021. There was no patient involvement.

Event description:
The customer reported that when trying to change settings, the numbers would jump, and you could not change settings. The customer reported that the unit was not in use on patient. No patient or user harm reported. The customer contacted product support, and it was recommended to replace the front bezel. Created an onsite wo (work order). Field service engineer or authorized service provider to order part and request the location to ship. Further information still pending.